Event description:
As the coil was about to be detached; the aneurysm ruptured. Another coil was implanted into the aneurysm. It was reported that the patient was sent for an MRI and then to the intensive care unit. No other information was provided as the patient's condition.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
As the coil was about to be detached; the aneurysm ruptured. Another coil was implanted into the aneurysm. It was reported that the patient was sent for an MRI and then to the intensive care unit. No other information was provided as the patient's condition.